Manufacturer narrative:
The product has been returned to masimo for eval. When the investigation is complete, a f/u report will be submitted.

Event description:
It was reported that the device takes too much the to obtain measurements. When measurements is obtained, the values are different compared to the measurement taken with another rad-57. No known impact or consequence to pt.